Manufacturer narrative:
(B)(4). Date sent: 02/02/2021. Additional information requested and received: the patient was a female, rx: lovenox, was getting a reverse colostomy and rectopexy. Blue reloads used on both the tx60 and tlc75. Bleeding was discovered post op in stools brb. Patient remained in the hospital, had a blood transfusion. No endoscopy was performed, it was not conclusive which if any of the staple lines were bleeding. The patient stabilized and was discharged to home. Dr. B. Told me it was impossible to tell where the bleeding was coming from and probably had more to do with her lovenox. The patient was discharged home without event. I provided the list of questions to dr. B, but he chose not to answer them and provided me the information above.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the tlc75. What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had a colostomy for rectal prolapse. While taking it down for the diagnosis. They were doing a robotic rectal plexy, they did a side to side anastomosis on a segment of bowel tlc75 was used interluminary and a tx60b was used to close. Both blue reloads, three used. When they fired the gia interluminal no bleeding was noted at that time. The surgeon says always looks. Patient started bright red rectal bleeding within 24 hours. Three units of red blood cells were given to the patient. The post op bleeding extended her stay one to two days.